Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned paxscan cp2 found that the reported event was related to an electrical issue. The cp2 was installed a test imaging system and the system did not achieve ready. Noted in remote desktop that the detector was not ready. Visual inspection noted the "fiber" led on the cp2 is lit. Viva application confirms the ethernet connection has been lost. Attempted to reestablish the connection, and the connection could not be restored. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the interface (umbilical) cable, but the reported issue was not resolved. Then, the paxscan cp2 was replaced, which resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation. The suspect paxscan cp2 has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not complete its start up procedure. The x-ray status bar would not complete scrolling. No additional information was provided. There was no patient present when this issue was identified.